Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, h6. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.